Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the tibial articular surface provisional broke when the surgeon was trialing the device.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The device and all of the fragments were returned for further evaluation. Visual inspection of the returned tibial articular surface provisional (tasp) has fractured on the medial side of the post. The device was manufactured in february of 2014 and had an approximate field life of two (2) years and five (5) months with an unknown frequency of use. Review of the device history record and receiving inspection reports identified no deviations or anomalies. This device is used for treatment. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. As this event occurred at the back table, with no surgical delay, a review of patient history is not applicable. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. The complaint is considered confirmed as the returned tasp was fractured. The likely condition of the part when it left zb control is considered conforming based on the product's field age and the DHR review.